Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and performed the system checkout. The representative was unable to replicate the issues reported by the customer and was able to drive the unit without failure as well as move the gantry around in all axis. The representative was able to complete a full system checkout according to user manual without any issues to report. System was cleared for clinical use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000174: MDR codes updated: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for unknown procedure. It was reported that an imaging system quit driving (unable to drive) and lost power wile over a patient (unexpected shutdown). There was patient present during the event. Surgical delay and impact on patient outcome was unknown.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.